Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l2-s1 fusion due to l2-l4 stenosis. The screw at s1 was replaced on the left; and the backed-out cage at l4-l5 was replaced. Intra-op, as the inserter was being used to remove the cage, it broke. The extractor was not used for this purpose because it was not available and was on back-order. When the surgeon twisted the inserter, a small piece at the end of the inserter broke off. There was a dural tear already present; and the broken piece fell into the dura. The surgeon then performed a laminectomy, and made an incision to recover the broken piece of the inserter. No fragment of the broken inserter remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual examination confirms the top tab is broken; the broken piece is missing and not returned for analysis. The fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a relatively quasi-brittle fracture, with no indication of fatigue that could contribute to the break. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.